Manufacturer narrative:
The hospital did not respond to ge healthcare service request. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the display went blank and mechanical ventilation stopped during a case. There was no report of patient injury.